Event description:
It was reported that during a procedure, the physician was having difficulty inserting the lead as the space was too tight. The wire was pulled out and top passes of lead sheared off. The physician could not get the top half of the lead out and decided to leave it in the patients body.

Manufacturer narrative:
(B)(4). The returned lead was analyzed and visual inspection revealed that the top eight electrodes were separated from the distal end. Electrodes 1-8 were not returned. The cables were exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel was facing down or the angle of the insertion needle was greater than 45 degrees when the lead was retracted from the needle. With all the available information, boston scientific concludes that the allegation of lead body damage was confirmed.

Event description:
It was reported that during a procedure, the physician was having difficulty inserting the lead as the space was too tight. The wire was pulled out and top passes of lead sheared off. The physician could not get the top half of the lead out and decided to leave it in the patients body.